Event description:
It was reported that the measured battery voltage was 2.61v, but review of device data showed voltage was approximately 2.99v. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B) (6) 2010, the battery voltage with telemetry was 2.81v and the daily measurement was 2.95v. This is within expectations.